Manufacturer narrative:
This report is for an unknown proximal femoral nail anti-rotation blade/unknown lot. Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle is broken during the blade insertion. There was reportedly no patient involvement. This report is for an unknown proximal femoral nail anti-rotation blade. This is report 2 of 2 for (B)(4).